Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, raw, sore skin irritation underneath the right breast appeared to be caused by rubbing. No reports of open or broken skin. The patient was remeasured and issued another size garment. The patient's nurse provided the patient with an ointment to apply to the affected area. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.